Manufacturer narrative:
Visual inspection confirmed the customer-reported issue of a displaced spring in the right driveline cpc connector. Although a definitive root cause for the displaced spring could not be determined, it is possible that a cpc connector spring can be displaced when the wire tie is threaded through, or removed from, the connector during or after a driver switch or during driver training. (H6: 1384, 975, 180, 19) syncardia has a corrective and preventive action (CAPA) for cpc connectors and it is currently at step 5 action plan. Visual inspection of the internal components revealed accumulated debris on the outside of the primary and secondary motors and the piston cylinder assembly (pca). During functional testing, the driver did not pass as the sections for cardiac output. The root cause for the driver not passing the functional testing was determined to be malfunctions of the pca and primary motor. (H6: 3005, 4756, 4307) syncardia has a corrective and preventive action (CAPA) for primary motor and piston cylinder assembly failure. Syncardia has completed its investigation and is closing this file. Ce 5721 (B)(4) follow-up report 1

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4).

Event description:
The cpc (colder products company) connector is a component that provides the interface between the driver drivelines and the tah-t cannula. The customer, a syncardia certified hospital, reported that a spring in the cpc connector of the freedom driver driveline was misaligned. The patient was switched to the back-up driver. There was no reported adverse patient impact.